Event description:
The pt was wearing a lifewatch act event recorder due to episodic near syncope. She had a severe syncopal event at home. Came to the ER and had a negative workup. Was admitted to the hospital the next day, due to the severity of the episode. We could not obtain any info from the company regarding the pt rhythm during the event on the reorder. The pt had vt in the hospital confirming that this was malignant polymorphic ventricular tachycardia with syncope. The pt had an implantable defibrillator placed and is doing well. The company finally responded to my inquisitions with a letter explaining the failure of their algorithm, in detecting life threatening polymorphic vt. Strips of the event show that the pt was near death and is lucky to have survived. Ideally she should have been notified instantly as well as the md, of the event. This is how the device is advertised and is supposed to work. If the device cannot detect vt then that should be a warning to the physician about this as to not give us a false sense of security when no events are reported. Dates of use: (B) (6) 2010 - (B) (6) 2010, days. Diagnosis or reason for use: syncope.